Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between july 24, 2018 to july 25, 2018. Three (3) device were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed, and it was noted that there was leak at the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.